Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 80-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was post-operative coronary artery bypass (CABG) x 3 surgery. It was noted that there was significant output from the chest tubes requiring a blood transfusion of blood products. There was also a possible concern for hemolysis based on the urine appearance and clinical assessment. The pump position was confirmed to be in good position. The post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. The device functioned at p-2 at 2.3l/min. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B1 (is product problem) has been ticked. D1 (brand name) has been updated. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 80-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) and in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was post-operative coronary artery bypass graft (CABG) x 3. The patient was noted to have significant output from the chest tubes requiring transfusion of blood products. The physician also had a concern for hemolysis due to the urine appearance and clinical assessment. Three days after the impella was placed, the impella cp was removed as an escalation of therapy to an impella 5.5. The post-procedure outcome of the impella cp is survived at explant. Poor positioning of the impella can cause hemolysis. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding and hemolysis are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B5 clinical rationale amended, based on information received from the clinical site. The cp was successfully explanted and the patient later expired while on impella 5.5 which is captured in MFR 1220648-2026-03975.